Manufacturer narrative:
The report of an "intentional pump stop" event was confirmed in the submitted controller event log file. The controller event log file contained approximately 6 days of data, spanning from (B)(6) 2019 17:36:134 through (B)(6) 2019 14:06:26. The beginning of the log file contains several low speed and low flow events. During this time the backup battery not installed alarm is active. These events appear to be consistent with the initial startup of the device during implant. Once the device was ramped up to the speed of 5600 rpms and the backup battery was installed, all the alarms and events cleared. The device appeared to operate as expected until (B)(6) 2019 07:44:47, when an intentional pump stop was observed and had corresponding low flow events. The pump stop lasted approximately 3 seconds. Following the pump stop event, the device operated above the low speed limit for the remainder of the log file. The controller periodic log file appeared to capture the pump operating as intended. The heartmate 3 lvas IFU states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. No further information was provided. The patient remains ongoing on vad support. The manufacturer is closing the file on this event.

Manufacturer narrative:
The system monitor issue is being addressed under MFR # 2916596-2019-04191. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a heartmate 3 left ventricular assist device (lvad) on (B)(6) 2019. It was reported that when a nurse pressed the settings button on the system monitor, the screen became distorted, with multicolor lines across the screen. The nurse was unable to press any buttons. The history log later showed a pump stop that occurred at the same time. Technical services reviewed the log files and observed that the pump stop command on the system monitor was activated for approximately 3 seconds. No further information was provided.